Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "after reaming line to line with the acetabular reamers, 52 right adm cup was chosen for implantation. Upon trying to seat the cup, after reaching what was thought to be a sound fit, trying to release the cup from the impactor failed. The cup wouldn't disengage from the impactor every time they tried to loosen it. After 4 tries of trying to reseat the cup, changed to psl 54 cup with 36 head."